Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, ¿malalignment or soft tissue imbalance can place inordinate forces on the components, which may cause excessive wear to the patellar or tibial bearing articulating surfaces. Revision surgery may be required to prevent component failure."

Event description:
It was reported patient underwent knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014, due to soft tissue instability. The tibial bearing was removed and replaced with stabilized bearing and locking bar.